Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted eight (8) years, three (3) months, is being evaluated for valve-in-valve procedure due to severe prosthetic mitral valve stenosis and mild-moderate transvalvular mitral regurgitation. Patient was admitted in (B)(6) 2025 for seizure and guideline-directed medical therapy (gdmt) was recommended to improve ef. Patient has non-specific shortness of breath over the past month.

Manufacturer narrative:
Corrected: h11. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.

Manufacturer narrative:
Added information to h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.